Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells is "low." The vacuum pump was returned and upon visual inspection, the vacuum pump was found to have a broken ballast filter and screw. The reason for the return is confirmed. The vacuum pump oil was not returned for functional evaluation. The nylon tubing was returned and visually inspected. The reason for the return of the nylon tubing was not confirmed. The solenoid valve was returned and tested. The reason for the return of the solenoid valve was confirmed. The male connector tubing was returned and visually inspected. The reason for the return of the male connector tubing was not confirmed. The assignable cause of the odor/smells issue is likely the vacuum pump, vacuum pump oil, nylon tubing, solenoid valve and male connector tubing. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, vacuum pump, vacuum solenoid valve, ¼ tube male connector and nylon tubing were replaced to resolve the odor/smells issues. Unit meets specifications and was returned to service on 11/22/2016.

Event description:
A customer reported an event of a "foul odor" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.